Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be prematurely depleting. At this time no intervention has been performed and the s-ICD remains implanted and in service. No adverse patient effects were reported. This event will be updated if a revision procedure is performed.